Manufacturer narrative:
Section b3: event date is estimated. The event of lead revision was reported to abbott. The lead was explanted and replaced. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of three leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8583640. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7828164.

Event description:
It was reported that the patient was experiencing inadequate drg lead coverage. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's left s1 drg lead was explanted, replaced, and therapy was restored.